Manufacturer narrative:
Field service engineer verified proper operation of the injector system per service checklist. No problems noted. Injector was returned to full service by the customer.

Event description:
On (B)(6): (B)(6) reports, infiltration occurred during injection. Protocol used during event was: 2 ml/s for 95 ml at 200 psi. Actual injection was 2 ml/s for 95 ml at 53 psi. On (B)(6): staff did report optiray 350 100 ml prefilled syringe used during procedure. Staff not willing to provide info until approved by radiology mgr and risk mgmt. Facility has not provided pt or procedural info.